Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted an episode of one second of oversensing including a beat or two of t-wave oversensing (twos) on the right ventricular (rv) lead. The rv sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.